Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.7., h.9. Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient representative reported "from (B)(6) of 2016 the patient noticed that her right breast was swollen and it became tender; patient visited gp on (B)(6) 2016 who arranged for her to have an appointment at a hospital later that day. When patient went to the hospital she was assessed and examined and 300ml of fluid was drained from the right breast. Following investigations the patient was diagnosed with bia-alcl on (B)(6) 2016. Diagnosing physician sent letter to patient¿s gp on (B)(6) 2016. Following the diagnosis the patient underwent an MRI and pet CT scan in order to establish whether the tumor had metastasized. Patient also underwent lumbar puncture, under sedation. After the investigations were completed the patient was advised that the tumor had not metastasized. In (B)(6) 2016 the patient underwent further operation in which the allergan textured breast implant was removed from the right breast. Patient underwent further reconstruction of the right breast on (B)(6) 2017. Following this procedure the patient¿s left breast was about 3 times larger than the right breast and she was unhappy. Patient has subsequently undergone two further operations in order to reduce the size of the left breast and to transfer tissue from her legs and abdomen to her right breast. Following the second operation, which took place in (B)(6) of 2018, the patient suffered a pulmonary embolism. As a result the patient was referred to an anti-coagulant clinic. For one month, anti-coagulant medication was administered to her stomach by injection. Patient was then prescribed oral anti-coagulant medication. The pulmonary embolism resolved and patient was taken off the medication after 6 months. The event of pulmonary embolism is not device related. Patient was told by the treating team that the bia-alcl was in remission on (B)(6) 2018. Patient will continue to attend appointments with the treating oncologist and for blood tests, initially every 6 months and then subsequently every year, for about 5 years, in order to make sure that the cancer has not returned. Patient was advised on (B)(6) 2018 that their bia-alcl is in remission."

Manufacturer narrative:
Follow-up is being performed for device return. The events of lymphoma and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event and product details has been requested. No additional information is available at this time. Device labeling addresses the reported events as follows: "lymphoma, including anaplastic large t-cell lymphoma(alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist." "Haematoma/seroma may occur in the postoperative period inhibiting wound healing, or have delayed onset, either of which may require surgical correction and/or explanation."

Event description:
Physician reports patient with "sudden onset of seroma" on right side. Physician reported "implant was removed as part of total capsulectomy" and "diagnosis of ia lcal was made on cytology of the aspirated seroma fluid." Event will be captured as lymphoma, as pathological markers to confirm alcl have not been received.

Event description:
Physician reports patient with "sudden onset of seroma" on right side. Physician reported "implant was removed as part of total capsulectomy" and "diagnosis of ia lcal was made on cytology of the aspirated seroma fluid." The event of alcl lymphoma has been confirmed.

Manufacturer narrative:
Results of device analysis: visual analysis of the returned device identified: device has more than 3 curved openings, yellow particles in shell and weight to specification. Microscopic analysis was performed which identified: broken shell displayed striated edge, consistent with the use of a surgical tool (observed two different sides of the shell broken, but were observed around of the radius) and more than 3 openings displayed striated edge consistent with the use of a surgical tool. Due to the number of openings it is not possible to determine if the device was received complete. Based on the device analysis the final assessment is: more than 3 openings due to surgical damage. Twice broken shell due to surgical damage. Device history record (DHR) results: review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. DHR for work order (B)(4) indicates that there was a reprocess for four units on the primary packaging operation; the complainant¿s device serial number is unknown, however review of the reprocess of work order (B)(4) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. The DHR assembly report from sap was verified and two devices were scrapped during the assembly process (1 ol, 1 vg) which are not related to the reported event. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications.

Event description:
Physician reports patient with "sudden onset of seroma" on right side. Physician reported "implant was removed as part of total capsulectomy" and "diagnosis of ia lcal was made on cytology of the aspirated seroma fluid." Event will be captured as lymphoma, as pathological markers to confirm alcl have not been received.

Manufacturer narrative:
Upon further review by an allergan healthcare professional, the classification of alcl has been corrected from suspected alcl to confirmed alcl. This medwatch is being submitted to correct the evaluation codes. Patient code sent in the initial medwatch.

Event description:
Per review from our medical team, this case will be considered a confirmed case lymphoma-alcl, as the reporter (B)(6) fully understands the parameters which are used to report alcl.